Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument got stuck on tissue. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon was attempting to clamp onto a vessel or tissue bundle. The issue occurred during the 2nd clip application attempt. The customer was grasping tissue when the issue occurred. The customer was able to release the tissue using the instrument release kit. There was no tissue excised and no unplanned tissue removal. There was no bleeding observed and no post-operative complications. The customer used a different clip applier to continue the procedure. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed. The reported event with the instrument was replicated and confirmed. The instrument was found to have one bent tip, causing them to be misaligned and causing the clip test to fail. The offset at the tips was 0.29 mm. The probable root cause of bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm/reproduce the reported complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. Fa cannot verify external event of the instrument having gotten stuck on the tissue or not, as reported in the complaint.